Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the clinician observed undersensing and asystolic episodes on a patient's cardiac monitor. The clinician questioned if there is loss of contact, or actual episodes. Records indicate that the device remains in use. No patient complications were reported as a result of this event.